Event description:
On (B)(6) 2009, the patient underwent the surgery with dorsal radius fracture plate. On (B)(6), 2010, the surgeon found that the plate was bend (the bone was nonunion).

Manufacturer narrative:
Device still implanted in patient. Evaluation not possible at this time. Investigation of prior occurrences of similar events in process.